Event description:
It was reported that a general comment was made by cath lab staff that the rx trek balloon slips (watermelon seeded) during use over the past few months. There was no reported adverse patient effects, interventions, or clinically significant delays due to the device issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.